Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover was sliding off towards the tip of the mcs instrument on universal surgical manipulator (usm) 3 in the right lower quadrant. The robotic system was docked correctly, and the scissor remained in the same position throughout the surgery. The scrub tech noted that no electro lube was used during the procedure. Despite noticing the tip cover had slid downward, the surgeon continued using the instrument while vigilantly monitoring the tip cover's position for the remainder of the operation. At the end of the surgery, the staff carefully removed the mcs instrument, ensuring that all parts, including the instrument and tip cover, were accounted for and removed successfully. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: during procedure surgeon noticed the endowrist tip cover accessory (item reference# (B)(4)) was sliding off towards the tip of the monopolar curved scissor instrument. Per the surgeon, after docking the robot, the scissor was placed in arm# 3 in the right lower quadrant and remained there for the entire duration of the surgery. Per the scrub tech, no electro lube was used. Per the surgeon, she noticed the tip cover had slid downward while operating. She continued to use the monopolar scissor instrument while monitoring the tip cover for the remaining duration of the surgery. While removing the monopolar curved scissor instrument, staff continued to monitor the screen and carefully removed the instrument, at completion of surgery. All parts, including the instrument and tip cover, were confirmed to be removed by staff.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgery performed was a robotic hysterectomy. The procedure was performed on (B)(6) 2025, 1330 hours. The tip cover accessory appeared to have been properly installed during the procedure. The installation tool was used. No electrolube was used for installation.

Event description:
Refer to h11 for follow-up information.